Event description:
On (B)(6) 2014; patient's wife calls to report patient is having tremors. Md notified. Per nephrologist, rn notified wife to take patient to emergency room. Per wife, patient is refusing to go. Rn spoke to patient and encouraged patient to go to ed. Patient did not go to the ed.

Manufacturer narrative:
Related MDR: 8030665-2014-00261 and 1713747-2014-99923. The device was returned to the manufacturer. And no problems were found with the cycler during the plant investigation. All device history records were reviewed and there were no deviations or non-conformances during the manufacturing process. In addition, the labeling, material, and process controls were within specification range.